Event description:
It was reported that there was a right ventricular (rv) lead impedance measurement of 24 ohms with an otherwise stable lead impedance trend. It was further reported that this is an invalid measurement and a known finding related to the device. The device and rv lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.